Manufacturer narrative:
(B)(4). Method: the complaint 900pt290e chambers was returned to fisher & paykel healthcare in (B)(6) and was visually inspected. Results: visual inspection revealed that the chamber dome had multiple vertical cracks around the base and at the hinge bracket. Residue and smearing of the printing was also observed on the chamber dome. We have only received one other complaint of this nature for the 900pt290e chamber. Conclusion: the cracking, smeared printing and residue found on the chamber dome indicates that the chamber came in contact with a solution containing alcohol which resulted in environmental stress cracking of the dome. Every 900ptr290e chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the 900pt290e chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Event description:
A hospital in (B)(6) reported that a 900pt290e humidification chamber was leaking. There was no patient involvement.